Event description:
It was reported that an asymptomatic patient presented in clinic for follow up. Fluoroscopy revealed externalized conductors. No electrical anomalies were detected. The lead was explanted and replaced.

Manufacturer narrative:
(B)(4).internal insulation abrasion was noted at 8.8-10.3cm from the electrode tip. The etfe coating was intact at this location.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Device evaluation anticipated but not yet begun.